Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report an issue with arm1. When installing a sureform 60 on universal surgical manipulator (usm)1, the carriage did not stay in position, causing the arm to release. After reseating the instrument, the issue was resolved, and the surgery resumed without any injury. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Isi did receive a second da vinci usm involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where a relevant testing was passed within specification. Once testing was completed, all assemblies were inspected, but no faults could be identified. As a result of these findings, failure analysis concluded that the top plate is the potential root cause that could be attribute to this issue. The second usm was analyzed and found to have no functional issues and passed all testing on a test fixture. The usm was also installed on an in-house system where the issue was unable to be replicated. The complaint was not confirmed based on failure analysis.